Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reports that, "she developed a red, itchy area under the tape collar at 3 o' clock back in (B)(6). She states she is sketchy on the time frame but around the same time, she was switched from exforge for her antihypertensive to the generic amlodipine and valsartan. She also developed a rash under her breasts near the same time frame and reports developing boils on other parts of her body at intermittent times. The area under the tape collar worsened and is now all the way around the tape collar circumferentially but is not solid. There is a red, blotchy area that is extremely itchy with some peeling and some weeping and it extends beyond the outside edge approx. 0.25 to 0.5 inches and it does not extend to the mass. The area initially appeared similar to the breast rash. No boils noted under the tape collar or immediate vicinity. In (B)(6) 2016, she saw her physician who did cultures and she believes the results were inconclusive but she is unsure as she does not have the actual results. She was prescribed topical terbanfine hcl cream and then nystatin cream which she used to the breast areas and to the outer edge of the rash but not under the tape collar. She reports that the breast area cleared but the area outside of the tape collar did not. However, she was given an oral antibiotic but she does not remember the name. She stated that this did not improve the area under the tape collar or outside edges. She has periodically tried over the counter hydrocortisone cream to the outer edges but never under the tape collar. The peeling and weeping have resolved for the most part but she still has the redness and itching. She reports the summer has been more hot and humid that normal in her area and that the redness and itching improve if she can keep the area dry. She rotates the wafer so that the tape is not in the same area each time with some improvement." She saw her primary physician again on (B)(6) 2016, who recommended a referral to dermatology. No further details have been provided.